Event description:
The distributor reported that suction valves from their defendo valves & kits "can no longer be released/closed after opening" during patient procedures resulting in suctioning of the mucous membrane in the stomach and bleeding. The users switched to a different valve to complete the procedure. No additional medical intervention was required. The distributor stated the valves were used by four different doctors; however, they were unable to provide the exact number of events and devices affected.

Event description:
The distributor reported that suction valves from their defendo valves & kits were "blocked" during patient procedures resulting in suctioning of the mucous membrane and bleeding. The users switched to a different valve to complete the procedure. No additional medical intervention was required.

Manufacturer narrative:
The devices subject of the events were discarded and not returned to medivators for evaluation. Without the returned devices, a root cause could not be determined. The device history record was reviewed, and no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.